Manufacturer narrative:
Steris replaced the power supply, batteries, and wiring harness in the cmax table.no additional incidents have been reported regarding this device.

Manufacturer narrative:
No report of injury. Event occurred at the end of a cysto procedure after the pt was being removed from the table. Per the technician's report, this table is approx 6 to 7 years old and is not maintained by steris. The power supply in the table overheated due to an electrical short, producing a burning smell. It appears that the short was the result of fluid intrusion. Tech reported that there was a white powdery substance underneath the power supply that looked like a dried up puddle. The tech reports that the power supply, batteries and the wiring harness will need to be replaced. Table is in process of being repaired.

Event description:
C-max table (pre steris) power supply shorted out and overheated (meltdown was contained to the inside of the battery charger box), no other damage to table is visible.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that the pt underwent stenting of the predilated left main coronary artery (lmca) on (B) (6) 2007. With one xience v stent. On (B) (6) 2009, the pt experienced chest pain, had a positive stress test, and underwent a diagnostic coronary angiography on (B) (6) 2009, that found a 100% restenosis of the index target vessel that required revascularization and additional stenting on (B) (6) 2009. On (B) (6) 2009, the pt was found to have restenosis in the lmca again between 70 to 100% that required revascularization via balloon angioplasty and additional stenting. Though requested, no additional info was provided.